Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information received stating there was no delay in the surgery and the lens was replaced.

Manufacturer narrative:
Additional information provided in d.10., g.1., g.2., h.3., h.6., and h.10. The product was returned for analysis and the reported damage was observed. Additional observations were as follows: iol returned posterior surface up instead of anterior surface up in the iol case. Solution is dried on some areas of the iol. One haptic is broken/torn and not returned. The optic is scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "folded and marked lens". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on the iol. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) implant was folded and marked during a case. There was no patient contact. Additional information has been requested.